Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 63-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella was pulled back approximately 5cm due to the patient moving around excessively. There was access site bleeding, which resolved with device repositioning and a new site dressing. There was also an impella in aorta alarm, which resolved with repositioning the impella under echocardiogram guidance. There was no patient harm and the cardiology team explanted the impella later that day, due to increased native cardiac function. The post-procedure outcome is survived at explant. While on support, the device functioned at p-5 at 2.4l/min as intended with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.